Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 37714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative regarding their meeting with the patient on the following monday ((B)(6) 2019) to reprogram the patient and turn down the intensity. Good coverage was achieved and the patient was very happy with it. The cause of the high impedances and oor was reported to be that the patient had requested that the stimulator was programmed immediately after surgery. The intensity was higher than usual due to the patient's inability to feel the stimulation over their anesthesia and pain medications. During the reprogramming session, they were able to target the pain areas and avoid any impedances. The representative followed up with the patient since they met and the patient reported that they were still receiving stimulation and full coverage. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 11-sep-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient has never had therapy benefit to her feet since implant on (B)(6) 2015 and was experiencing pain in her feet. The patient was looking to have a therapy adjustment because she needs the stimulation to go to her feet. Additional information was received from a consumer regarding the patient on (B)(6) 2019. At that time, no steps had been taken to resolve the therapy issue, and the patient was having to charge their battery every two weeks. Additional information was received from a manufacturer representative and a consumer regarding the patient on (B)(6) 2019. It was reported that the lead was revised on (B)(6) 2019. The lead was pulled down to cover the patient¿s left foot and leg. The patient has four programs using around 10-12 milliamps and no out of regulation message was seen during programming on the day of the revision. Impedances were okay, but electrodes 4 and 12 were high. The patient was not programmed using those electrodes. The patient started seeing a settings not available message on the patient controller starting on (B)(6) 2019. No further complications have been reported.